Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported haptic damage may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic. Was indicated. The IFU instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. No issue was reported when the lens was implanted. The dislocated iol and damage were observed at the post-op visit. The lens was replaced with the same model/diopter. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient iol had shifted inferior or lens was not in place in the right eye. The lens was exchanged for another lens model 09 days following the initial procedure. Clinical reason for explant was mentioned as; the displaced iol had broken haptic. Additional information was received and stated, due to the damage of the haptic iol was dislocated. In surgeons' opinion it is unclear how or when the haptic was damaged as no issues were noted upon initial placement of the iol. There was no harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were broken in the gusset area (only one broken portion not returned). The optic was cut into pieces, typical of insertion and removal. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The reported broken haptic was observed. The root cause for the reported haptic damage may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic. Was indicated. The IFU instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. No issue was reported when the lens was implanted. The dislocated iol and damage were observed at the post-op visit. The lens was replaced with the same model or diopter. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).